Event description:
It was reported that the device had premature battery depletion. The device was explanted and replaced. It was further reported that the left ventricular (lv) lead, which was plugged into the right ventricular (rv) lead port of the device, showed isolated episodes of oversensing. The physician felt that these episodes were due to electromagnetic interference as the patient had been undergoing cancer treatments. At the device replacement the lv lead was plugged back into the lv port and the chronic rv lead was plugged back into the rv port. The lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk implantable cardioverter defibrillator (ICD)  (B)(6) 2011; 6931 implantable tachy lead (B)(6) 2007, 5076 implantable pacing lead (B)(6) 2002. (B)(4).